Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and it was observed that the touch screen was shifted to the right. There were no visual indications of dried fluid nor particulates within the cassette compartment. The simulated treatment post-accelerated stress test 2 hour 15 minute 8500 ml test passed. During treatment, the cycler was turned on/off during treatment to test the power fail recovery feature. The power fail recovery feature worked as expected. The cycler underwent and passed a patient sensor calibration check, voltage check, valve actuation test, system air leak test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during drain 6 of 7 of pd treatment. The patient's contact reported receiving patient line is blocked alarm and air detected in cassette alarm during an unknown phase prior to the leak and a power fail recover failed alarm after reboot during technical support call. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.